Manufacturer narrative:
In the returned state, the lead was cut into two pieces. Both parts were available for analysis and were visually and electrically analyzed. The visual analysis showed a conductor fracture of the rope conductor to the shock electrode in the region of the df-1 connector. This damage can with high probability be regarded as the cause for the clinical complaint. The position and kind of this damage manifestation and the marked coiling of the rope conductor in the connector area indicate excessive tensile stress on the rope conductor. X-ray images or diagnostic images of any other kind that could provide information on the positional relationship of the implanted system, as well as data regarding the shock impedance trend situation, were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the shock impedance was measured as >150 ohm 3 months after the implantation. The lead was exchanged and returned for analysis.